Event description:
The customer reported a physicists discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined all measurements were within specifications. Camera on order. This MDR is related to ge healthcare complaint.